Event description:
It was reported that the patient underwent an arthroscopy of the shoulder and acromioplasty on (B)(6) 2011 and suture was used. The patient experienced a reaction at the incision site which caused bone loss and tissue damage. It was reported that the suture did not dissolve. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.